Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient's infusion set tubing was detached from connector. The blood glucose level of the patient was above 400 mg/dl. Moreover, the infusion set was used for two days. No further information was available.